Event description:
Device was firing intermittently and trigger was sticking, also machine kept giving error code to replace device.======================manufacturer response for enseal articulating device, (brand not provided) (per site reporter).======================rep was notified.